Manufacturer narrative:
See d4 expiration date, h4, h6, h10 and h11. Complaint has been evaluated and is similar to report number 1644408-2022-01703; 952-28-44g, s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Pt came to clinic infected; dr. Completed a I&d with a head liner replacement. 65 yrs female.